Event description:
It was reported that stent dislodgement occurred. Vascular access site was obtained via the right femoral artery. The target lesion being treated was located in the mildly calcified right coronary artery (rca). After intravascular ultrasound (ivus) was performed guided from the left main coronary artery (lmca) to left anterior descending (lad) artery, the physician deployed a 4mmx24mm promus element¿ plus stent across the lesion with good result. Then the physician attempted to treat the mildly calcified ostial rca. The lesion was cannulated with a non bsc sheath, an unspecified guide catheter and crossed the lesion with a non-bsc guide wire. Pre dilatation was performed with an unspecified 2.5mmx15mm and 3mmx15mm balloon catheter to crack the mildly calcified lesion. An attempt was made to deploy the 4mmx16mm promus element¿ plus stent but failed because upon stent negotiation across the lesion, the proximal stent struts opened and hit the calcified speck and the guide catheter. It was noted that the stent dislodged into the ascending aorta which was retrieved from the femoral route after exchanging with a non bsc 10 f sheath. Further lesion at the rca was stented with a 4mmx20mm promus element¿ plus stent. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis dislodged inside an "other device" yellow stent protector. The complaint device stent protector was not returned for analysis. The entire length of the stent was damaged with the stent struts bunched, deformed and distorted with approximately 50% of the stent dislodged inside the yellow stent protector. It was not possible to remove the detached stent from the yellow stent protector without causing further damage to the crimped stent. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found a kink 232mm distal from the strain relief. A visual and tactile examination found no issues with the shaft profile. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access site was obtained via the right femoral artery. The target lesion being treated was located in the mildly calcified right coronary artery (rca). After intravascular ultrasound (ivus) was performed guided from the left main coronary artery (lmca) to left anterior descending (lad) artery, the physician deployed a 4mmx24mm promus element plus stent across the lesion with good result. Then the physician attempted to treat the mildly calcified ostial rca. The lesion was cannulated with a non bsc sheath, an unspecified guide catheter and crossed the lesion with a non-bsc guide wire. Pre dilatation was performed with an unspecified 2.5mmx15mm and 3mmx15mm balloon catheter to crack the mildly calcified lesion. An attempt was made to deploy the 4mmx16mm promus element plus stent but failed because upon stent negotiation across the lesion, the proximal stent struts opened and hit the calcified speck and the guide catheter. It was noted that the stent dislodged into the ascending aorta which was retrieved from the femoral route after exchanging with a non bsc 10 f sheath. Further lesion at the rca was stented with a 4mmx20mm promus element plus stent. No patient complications were reported and the patients status was stable.